Event description:
It was reported that the vns patient was experiencing an increase in seizures following generator replacement surgery on (B)(6) 2014. The patient was doing well with vns prior to the replacement procedure. The patient¿s device was programmed to the same settings as the previous generator and the patient had previously been seizure free for about 10 years while on vns therapy. Following surgery, the patient¿s caretakers reported that the patient had two seizures on (B)(6) 2014 and had 3-5 seizures per day for the next six days. No physical, medical, or mental changes were noted during this timeframe but it was noted that the patient began dragging her left foot. The seizures were described as convulsions with shaking, snorting, and eyes rolling back. A second type of seizure occurred described as a blank stare followed by a collapse. The recovery of the patient was typically in 4-5 minutes, and was accompanied with shaking. The seizures have been described as severe. The patient¿s device settings were subsequently increased and the patient was given medication. It was noted that the magnet appeared to help with the seizures. Follow-up revealed that there were no issues during the replacement procedure. The patient was admitted to the epilepsy monitoring unit (emu) and the patient¿s device was determined to be functioning properly. It was reported that the patient¿s seizures had changed. It was noted that the patient had been off her medication for a long time and refused to start any new medications. No further information relevant to the event has been received to date.